Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. The pump¿s cover was removed and no damage or moisture was observed to the keypad flex/connector or other internal components. The original complaint of keypad button response issue was unable to be duplicated during investigation. There was no defect found.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter buttons was under-responsive. It was reported that the full amount of an unknown bolus amount was attempted but due to the ok button sticking, it was only partially completed or delivered. It was reported the patient had to push the ok button several times in order to get it to work. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.